Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle, uncut washer - blemished. The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an "enterostoma" rectum procedure, the surgeon fired stapler, noises were normal, but donut was incomplete, anastomosis was incomplete, incomplete staple line. Took new instrument, other surgeon fired, same problem. Discontinued operation, no further information is available. Delay of two hours.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: rectum reconnection after ¿hartmann¿-surgery: rectum-sigmoid resection due to ischemia. No neoadjuvant therapy. After firing of the first instrument the staple line was complete in the rectum stump but the anastomosis was completely insufficient. The staples show a proper b-form. Anastomosis was performed in double stapling technique. Then a second device was used. During firing excessive force was necessary to fire the instrument. Only 1/3 of the staple line was deployed. For both firings the yellow indicator was in the middle of the green field and the characteristic cracking noise was detected. After the unsuccessful use of the second device the anastomosis was sutured by hand. Therefore the procedure was prolonged from 2 hrs. To 4 hrs. The patient is fine. The secretion from the drainage is clear.